Event description:
Approximately 5 months after the implantation, the patient reported that while changing one of the batteries, the screen on his/her controller turned black, the patient waited for the screen to recovered but it was unsuccessful. For this reason, the site decided to perform an elective controller exchange. A new controller was given to the patient and the event was resolved without patient injury.

Manufacturer narrative:
The products were returned to heartware. Various analyses were conducted and reviewed in order to evaluate the performance of the hvad controller (B)(4) and battery (B)(4) in relation to the reported event. Thorough external visual inspection of the batteries revealed no signs of physical damage, contamination or loose parts inside of the device. Review of conformance material record confirmed that the controller and batteries met all requirements for release. The controller passed all functional testing and performed as intended. In two ((B)(4)) of the four returned batteries, the functional testing revealed an early depletion of a cell pair capable of reaching an under voltage condition. It is likely that when the patient changed the battery, the other battery was unresponsive and caused the "no display" event described. An internal investigation (CAPA) has been open to address the issue. This is one of two reports (3007042319-2013-00162 and 163) which are related to report (3007042319-2013-00062) submitted for devices with the same event. No additional information will be forthcoming.